Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient was having their vns generator prophylactically replaced that day and when pre-op system diagnostics were run high impedance was discovered. The results of the system diagnostic test were output status = ok/lead impedance = 1.25ma/ frequency = 30hz/ pulse width = 500usec/ on time = 60 sec/off time = 1.1 min. The surgeon decided to replace the patient's lead as well. No trauma happened to the patient per the consultant. The patient's last visit with her physician was on (B)(6) 2011 and diagnostics showed results within normal limits and no high lead impedance. The patient's high lead impedance resolved after the lead and generator were replaced. The explanted lead and generator were returned to the manufacturer on (B)(6) 2011 for product analysis that has not yet been completed. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.